Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an orchidopexy, the patient had an unknown degree of burn on the right spermatic cord.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.